Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Manufacturer representative (rep)  called to report that the patient notified them that they are having issues with their stimulation turning off (tingling sensation) and then the controller shutting off suddenly. Patient reported to the rep that this happened yesterday, but they didn't have their controller with them at the time. Rep reports that in the past, the controller would shut off, but still be at a 40% charge (rep couldn't confirm if this was the ins or the controller). Rep was not sure when this started for the patient and isn't sure if this is an issue with the controller or the battery. Recommended rep meet with the patient or to have the patient call to troubleshoot with the components.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Caller states that for the past 4 months she has been having issues with the controller and stimulation shutting off on its own. Caller states she is having seizures because when the stimulation shuts off, it puts her in seizures. Pt stated the controller will "shut off" and they have to reset the controller. Patient service specialist reviewed that the only way the stimulation would shut off is if the patient manually presses the stimulation on/off button or if the implant battery is depleted. Pt stated they are not using the stimulation on/off button and insists the stimulation is shutting off. The medtronic rep told pt to call patient services. Agent confirmed with pt on the call that stimulation is on. The issue was not resolved through troubleshooting. Agent sent follow up email with the medtronic rep and will call pt back for next steps. Agent made outbound call to rep. Rep stated they are happy to meet with the pt in person and will give them a call today. Agent also updated pt as well.